Event description:
It was reported that a dissection occurred. The patient was diagnosed with single vessel disease of the right coronary artery (rca). Vascular access was obtained with radial approach. The 80% stenosed, 24 x 4.00mm, de novo target lesion was located in the mildly tortuous and mildly calcified proximal to mid rca. After pre-dilatation, a 24 x 4.00mm promus element select stent was deployed with resistance. After deployment, a distal edge type b dissection was observed in fluoroscopy. The lesion was post dilated. A 24 x 3.50mm promus premier select stent was deployed to cover the dissection. There were no other patient complications. The patient was stable and responding well to medications.